Event description:
Nurse reported hospitalization due to high blood glucose. The blood glucose reading is 536 mg/dl. Customer woke up with blood glucose reading of 800 mg/dl. Caller stated that customer will be treated with fluids. During troubleshooting, time and date correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.